Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record for the above-referenced product was unable to be reviewed since the batch is unknown.

Event description:
Prior to the procedure the video extender would not work, causing no display on the remove monitor. The patient was already sedated and venous access had been obtained when the procedure was cancelled. There were no adverse consequences to the patient. Further troubleshooting determined that the issue was due to the video extender power cable.